Event description:
Information from intl. Clinical trial database. After detachment of the first coil there was a minimal sah. There was no perforation with the micro-guidewire or with the loops of the first coil. After placement of the second coil this sah stopped. 30% of the length of this coil was placed through the rupture site out of the aneurysm into the sylvian fissure. Coils used: model number: x-3-8-t10-mc, product name: nexus morpheus 3-d csr. N-2-1-t10-ts, nxt helix supersoft ts.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Foreign registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other country's, enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.